Event description:
It was reported that a malfunction alarm occurred, and it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.